Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right atrial (ra) and right ventricular (rv) lead. Additionally, the automatic mode switch (ams) was detected on the ra lead. The suspected cause of the event was due to lead damage on both leads, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.